Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) console is broken.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse tested the unit and during the drive manifold leak test (k6a,k6,k7,k8) failed leak test#2 and #3. So, the fse isolated the leak issue to k7 leaking. So, in order to fix the issue, the fse replaced the drive manifold and performed a k6a,k6,k7,and k8 leak test and passed to specifications. The failure was then corrected. The unit then passed all functional and safety tests per factory specifications and it was returned to the customer and cleared for clinical use.